Event description:
Boston scientific received information that tachycardia therapy was programmed off in this implantable cardioverter defibrillator (ICD) for an unknown reason. Attempts to obtain additional information were unsuccessful. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was detected to have been deactivated as per the alert that was issued from the patient's remote monitoring system. Attempts to obtain additional information as to the reason of the ICD deactivation were made but were unsuccessful. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.